Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the physicians have recently encountered difficulty removing bard foley catheters in two separate patients (patient 1 & patient 2-row2). In both cases, the balloon did deflate. However, it appeared to leave a residual rim or cuff that made catheter removal challenging. Given that this has now occurred more than once, we would like to speak directly with someone who has detailed knowledge of the product¿s design and balloon mechanics to better understand whether this is a known issue and how to prevent it. They are hoping to connect with someone beyond a general representative ideally a clinical or product specialist who can address this specific concern. Per follow up information received via email on 20mar2026, on (B)(6) 2026, patient 1 presented for suprapubic tube (spt) exchange with a foley catheter, as had been previously performed in office. Despite balloon deflation and application of appropriate traction, the catheter could not be removed. The patient was subsequently taken to the operating room the following day. At that time, the balloon was again deflated and the catheter was removed, with visualization of a residual cuff of balloon material despite full deflation. For patient 1, emergent or for foley catheter exchange. On (B)(6) 2026, patient 2 had a 10 fr bard silicone foley catheter in place for 2 days. Following balloon deflation, the catheter could not be easily removed by nursing staff and required significant traction. Resistance was encountered at the meatus, and a residual cuff of balloon material was again visualized despite full deflation. No physical samples available. They attempted troubleshooting, multiple attempts to deflate balloon slowly and reasonable traction with plenty of lubrication.